Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis showed the helix was in a retracted position. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported during the implant procedure, the helix of the right atrial (ra) lead could not be extended. The physician changed the lead for a new one, and the procedure was completed without further complications, and no adverse patient effects were reported.